Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house da vinci system and it was driven; recognition and engagement testing passed. The instrument passed functionality testing, and was able to hold a needle properly and cut cleanly through silk suture. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument would not cut or hold the needle correctly. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.